Manufacturer narrative:
A2: age at time of event: 61 (units not specified) d4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm; described as ¿3 out of 5 times¿. The ¿patient was involved¿ at the time of the alarm. This occurred during an unspecified process step of peritoneal dialysis therapy. During troubleshooting, it was reported that dialysate was ¿dripping from the connection between the supplement line (1.5%) and the cassette¿ that led to this alarm. The connection was reported to be tight. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to a1: patient identifier: (B)(6). Correction made to e1: initial reporter first name: (B)(6). Correction made to e1: initial reporter last name: (B)(6). Correction made to e1: initial reporter facility name: (B)(6). H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Under water pressure testing was performed and no leaks or issues were observed. Functional test including self-test and priming were performed and no issues were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.